Event description:
It was reported by service report that the scale was inaccurate and the power cord was frayed with exposed bare wires. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Load cell.